Event description:
Caller reported that a malfunction occurred on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.